Event description:
It was reported that the patient presented to the emergency room after an unrelated syncopal episode. Upon interrogation, the right ventricular lead exhibited rising capture threshold, but capture was confirmed. The lead was removed and replaced on (B)(6) 2017 with no adverse event. The patient remained stable post-procedure and would continue to be monitored.

Manufacturer narrative:
Correction: the conclusions code in the initial MDR, submitted on (B)(6) 2017, should have been - device not returned instead of the reported - unable to confirm complaint.a complete lead was returned in two segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.